Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure for pulmonary vein isolation, the patient's blood pressure was elevated to 160; no intervention was performed for the hypertension. The procedure was completed. Postoperatively to the procedure, the vital signs decreased during hemostasis and an emergency cardiac massage was subsequently performed. It was also reported that the patient experienced hypoxia, related to an airway problem rather than the catheter per the physician. No further patient complications have been reported as a result of this event.